Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 14v li-ion battery (serial number: (B)(6)) surpassing its expiration date was confirmed by review of the customer-submitted photo. The photo was submitted on 08nov2023 and showed that the manufacture date of the 14v battery in use was (B)(6) 2020. The heartmate 3 instructions for use and heartmate 3 patient handbook both indicate that 36 months after the date of manufacture, battery performance cannot be guaranteed, and batteries should be replaced. The root cause of the battery surpassing its expiration date was determined to user error, in not performing routine checks of their battery manufacture dates. The heartmate 3 patient handbook (section 3 ¿ ¿powering the system¿) and the heartmate 3 instructions for use (section 3 ¿ ¿powering the system¿) caution the user that if stored and used within recommended guidelines, heartmate 14 volt batteries should be usable for approximately 360 use/charge cycles or for 36 months from the date of manufacture, whichever comes first. After 360 cycles/36 months, battery performance cannot be guaranteed, and batteries should be replaced. The user is also instructed to call their hospital contact when a heartmate battery reaches either of these milestones. Using damaged, defective, or expired batteries may cut operating time. Heartmate 3 patient handbook section 10 ¿ safety checklists¿ instructs users to check the manufacture date on the label of all batteries monthly. The user is instructed to not use expired batteries, and to replace them. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 14v battery was inspected and accepted into the storage location on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient had been found down with frayed cords and alarms going off. There were red heart alarms and driveline disconnect alarms. The patient's sister reported seeing them via ring video doorbell. The patient had reportedly gone into their bedroom, and it was assumed they were changing their batteries. Then the device was heard alarming. It was unclear how long this was. The patient's ex-spouse eventually went in to check on the patient and at that time they had passed. The patient was brought to the hospital and the healthcare team did not know how to turn off the device. Technical services advised the customer on how to place controller in a sleep mode. This account noted that the patient was very non-compliant and had been lost to follow up for most of 2023. The submitted photo revealed that the 14v battery in use had surpassed its expiration date of 3 years from the date of manufacture.